Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of peritonitis in a subject coincident with extraneal viaflex therapy for continuous ambulatory peritoneal dialysis (capd). The action taken with extraneal was not reported. On (B)(6) 2009, the subject experienced peritonitis. The primary contributing factor to the event was unknown and treatment for the event was not reported. On an unreported date the peritonitis resolved. Study details: (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.